Manufacturer narrative:
(B)(4). The device was returned for analysis bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft, tip damaged (misshapen), partial separation of the shaft at the collar, and a kink in the hypotube located 47 cm from the collar. The max outer diameter of the tip, and the damaged distal shaft were measured; both exceeding specification. The undamaged portion of the distal shaft was measured and this met specification. Functional testing was conducted with the returned 6f guide catheter. The guidezilla tip was loaded into the hub of the guide catheter, but could not advance due to the damage to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that this device failed to pass through the guide catheter. A 6f guidezilla ii guide extension catheter was selected to be used for a percutaneous coronary intervention in the circumflex coronary artery. While attempting to introduce the device through a competitor's guide catheter, and over two guide wires, it was found that the guidezilla would only advance about 2-3 inches into the guide catheter before they found it could not advance any further. The device never entered the patients vessel due to this issue. The guidezilla was removed from the guide catheter and replaced with a different device. No patient complications were reported. However, device analysis revealed a partial separation at the collar.